Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler gas cylinder was leaking and not holding any weight. No patient involvement or adverse consequences are reported.